Manufacturer narrative:
The device received fully deployed with the slide insert visible through the viewing window. The adhesive liner remains intact. Data downloaded from the device indicates timeouts occurred during the priming sequence. The needle is fully retracted into the device. A segment of the exposed portion of the soft cannula has been cut off. The cannula was measured and found to be 0.83 inches in total length, which falls below specification. Fluid was observed exiting through the point where the length of the soft cannula was severed from the distal tip, and not the full length of the intended fluid path. The device was reset and paired with a pdm. The device primed and delivered a 5u bolus. No timeouts noted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod the needle had not retracted. The pod was not worn.